Manufacturer narrative:
(B)(4). MDR initial report: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Medical product: g7 vit e high wall lnr 36mm g, catalog #30123607, lot #64802477. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported, that: patient arrived via the ER with hip instability and reported a loud ping sound prior to reported instability while at home. X-ray showed what appeared to be a fractured biolox ceramic femoral head. Patient was taken to or later that day and the broken femoral head removed, confirmed via x-ray that all pieces were removed, and a new biolox option femoral head and new hiwall g7 liner re-implanted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the fractured head shows uneven metal transfer marks within the taper, which may have been caused by sub-optimal component alignment during assembling or after the head fractured. Numerous metal transfer marks were observed on all surfaces of the received fragments, likely from contact with the metal stem, acetabular shell and/or from contact with instruments during removal. The manufacturing history records of the biolox delta head and associated liner have been checked and verify that the parts were manufactured and sterilised in accordance with the applicable specifications. Device is used for treatment. Medical records were not provided. The root cause of the biolox delta head fracture could not be determined in this instance without provision of surgical notes, radiographs and additional patient information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.